Manufacturer narrative:
It was reported that the surgical clipper charger and base caught fire. It is unknown how the surgical clipper charger and base was being used at the time of the incident. No impact or adverse effect to a patient, a staff member, or a procedure has been reported to the manufacturer. No sample was returned to the manufacturer for evaluation. Photos of the surgical clipper charger and base were submitted to the manufacturer. Visual inspection of the photos identified charring and residual ash on the surgical clipper base. The reported lot number was confirmed to be part of a corrective action that took place in 2015. It is unknown how or why the reported surgical clipper charger and base was at the facility. Due to the reported fire, and in an abundance of caution, this medwatch is being filed. If additional information becomes available a supplemental medwatch will be filed.

Event description:
It was reported that the surgical clipper charger and base caught fire.